Event description:
A customer reported experiencing multiple intermittent occlusion alarms with their mobi insulin pump over the past month. This ongoing issue led to incidents of high blood glucose levels, indicating hyperglycemia, despite attempts to resolve it through various troubleshooting steps. As a corrective measure, it was decided that a replacement mobi pump would be sent to the customer. The customer was educated on the setup of the new pump and was instructed to continue using their current pump until the replacement arrives.